Manufacturer narrative:
The applicator broke in half when inserted into a sacral abscess to measure the undermining of the wound. The wound had thick, purulent drainage. The retained half of the applicator was retrieved in a physician office without further incident. No sample was returned for evaluation and a root cause had not been determined. A caution statement on the labeling indicates that this device should not be used in procedures which may require excessive pressure. We cannot rule out the possibility that pressure exerted on the stick could have been a cause or contributing factor to the reported incident.

Event description:
The wooden stick broke after being inserted into a sacral wound.